Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that no laser light or x-ray process after booting up imaging system. There was no patient involvement.

Event description:
Additional information received stating that error logs were reviewed and an error was present for the voltage of ps1 being out of range. Ps1 was measured at 4.89 volts and should be within 5.05-5.15 vdc. Ps1 was adjusted where the measured voltage met specifications and no further issues were found.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found imaging system would freeze during a 3d spin. Upon review of the logs, it was noted that an error was given for ps1 being out of range. Voltage of ps1 was measured and it was discovered it was dipping below its threshold of 5.05 vdc and reading 4.89 vdc occasionally resulting in this error. A new ps1 was ordered but was on backorder. The procedure for adjusting ps1 was followed, bringing the voltage to 5.19 vdc constantly, resolving the issue. A series of five 3d spins were performed to confirm no further errors or issues were present before returning the unit to the customer for patient use. The customer was informed of the fix and was told that once the back-ordered ps1 was back in stock and delivered, a second trip would be made, and the ps1 would be installed then. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.